Event description:
The customer states that the battery is old and expired and they have removed it from service. There were no reports of patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.